Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens haptic tore as it was inserted into the patient's eye. Lens was removed. No widen incision or sutures required. No pt injury. The reporter stated it was a loading error.

Manufacturer narrative:
(B) (4). (B) (4).